Event description:
Reporter calling, stating that she received an email from amazon about a recall on her heating pads. Caller states she has cut the cords on both heating pads, as instructed. She states she has used these heating pads in the past and has never experienced any problems.